Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auxiliary common gas outlet microswitch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit always showed auxiliary common gas outlet switch on even when switch was toggled in off condition. As a result, mechanical ventilation could not be started. There was no report of patient involvement.